Manufacturer narrative:
The device was returned for analysis. The patient device interaction problem cannot be confirmed because case conditions cannot be tested in a lab environment. The vessel locator wings were returned collapsed. One of the vessel locator wings was kinked and one was broken from the cylindrical body. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible the vessel locator wings were not positioned properly or were pulled too aggressively against the wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a starclose device after an interventional percutaneous coronary intervention procedure using a 6f sheath. Reportedly, after completing all four steps and deploying the clip, hemostasis was not achieved. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.